Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified renal artery. A 4.0mmx19mmx150cm express¿ vascular sd stent was advanced to treat the lesion. However, during the first inflation for 5 seconds, the balloon part ruptured. The device was completely removed from the patient and the procedure was completed with another express sd stent. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified renal artery. A 4.0mmx19mmx150cm express vascular sd stent was advanced to treat the lesion. However, during the first inflation for 5 seconds, the balloon part ruptured. The device was completely removed from the patient and the procedure was completed with another express sd stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device lot number corrected from 20126769 to 0020905605. Device expiration date corrected from 01/31/2020 to 07/18/2020. Device manufactured date corrected from 01/06/2017 to 07/24/2017. Device evaluated by MFR: returned product consisted of an express sd premounted stent system with stent. The balloon was loosely folded and the stent is secured between the markerbands. There is blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The shaft is stretched and kinked in numerous locations. There are two puncture holes in the shaft which cannot be measured due to the stretching of the shaft. The shaft is twisted/damaged. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. There is no damage to the balloon or stent. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).